Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from their right atrial (ra) lead. It was also reported that the thresholds for the ra lead were "higher than desired". A chest x-ray was performed and indicated that the ra lead had moved. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.